Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented for surgery due to loss of capture and lead noise on the atrial lead and an implantable cardioverter defibrillator that had migrated from initial implant site. During the procedure, high capture thresholds were observed on the right ventricular lead. Both leads were capped during the procedure on (B)(6) 2018. Both leads and the implantable cardioverter defibrillator were replaced. The patient was in stable condition following the procedure.